Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead "can not be good operation", and repeated implantation was unsuccessful. The rv lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).